Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was returned with the blade tip broken off and not returned. In addition, the device was received with the hand activations contacts damaged. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating, ¿adaptive tissue technology features are not available in this device.¿ the damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or tighten assembly alert screen. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, ¿tighten assembly,¿ ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. No conclusion could be reached as to how the broken inside tube issue occurred. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness.

Event description:
It was reported that a ¿tighten assembly¿ alert screen was displayed by the generator during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.